Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6), 2023. During preparation, after the ligator head was placed onto the scope, it was noticed that the edge of traction wire channel tube at the handle was cracked, and the device could not be used. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: the handle slot had the trip wire slot detached. Please refer to block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code (B)(6) captures the reportable investigation result of handle detached/separated. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was not used in the procedure; however, it was found that the handle slot had the trip wire slot detached. No other problems with the device were noted. The product analysis revealed that the handle slot had the trip wire slot detached. It is possible that the customer had problems setting up the device. It is most likely that this detachment could have happened during the preparation of the device, which could have been due to handling and manipulation of the handle while trying to follow the steps to correctly set up of the device could have led to the detachment of the component at the handle. Additionally, it is important to mention that the device left evidence of the ultrasonic welder on the device, this is proof that the device was once assembled as it should have been which confirms that if the handle would have been damaged in the manufacturing process, it would have been scrapped right away. Therefore, the most probable root cause of this complaint is adverse event related to procedure.